Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 348 (mg/dl) and trace ketones. Reportedly, the customer used humalog in the pump cartridge for 72 hours. Customer changed pump supplies and administered an insulin injection to treat bg level. Customer was reminded that humalog is intended for use of up to 48 hours, and recommendation was made to consult with health care provider to discuss diabetes management.